Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense burning pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthropathy ("joints deteriorating"). The patient was treated with surgery (surgery today). Essure was removed. At the time of the report, the pelvic pain and arthropathy outcome was unknown. The reporter considered arthropathy and pelvic pain to be related to essure. The reporter commented: patient had no c-sections. She reported pain on sneezing, coughing, laughing, taking a deep breath, etc. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain and arthropathy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2020: social media received. Case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.